Event description:
Event description cpi received information that this implantable pulse generator (ipg) system was exhibiting loss of capture and sensing. An invasive procedure was performed to analyze the system. The bipolar lead, model 4270 was removed from service for an impedance level of less than 80 ohms. The ipg was also explanted.